Event description:
It was reported that this right atrial lead exhibited far-field r-wave oversensing. Review of several stored atrial tachy response (atr) episodes revealed that the episodes were stored due to the far-field r-wave oversensing. The far-field r-wave oversensing is intermittent as it was not occurring when the physician was observing the patient in the clinic. Technical services (ts) noted that the far-field r-wave signals were falling into the post ventricular atrial refractory period (pvarp), so the signals did not result in inappropriate ventricular pacing due to tracking the atrial signals; however, the fast atrial signals did result in the device meeting the criteria for the atr feature and the device mode switched to a non-tracking mode. Ts recommended increasing the programmable blanking period (i.e., the atrial blanking period after a right ventricular sensed event) to prevent the device from detecting the far-field ventricular signals on the atrial channel. The physician reprogrammed the blanking period, as suggested, and will continue to monitor the patient to see if any new atr episodes are stored. No adverse patient effects were reported, and this ICD remains in service.